Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient had a change in therapy. The caller asked about partial system MRI compatibility as the ins was removed, but the leads were not. The caller stated that the reason for explant was that the ins and the stimulation wasn't working for the patient anymore. The device was removed, but the patient didn't have any more details about why it wasn't working. The patient reported that the operation closed up successfully and there were no issues post explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.